Manufacturer narrative:
(B)(4). Baxter has received and evaluated the device in question. An undetected upstream occlusion could not be confirmed and the device has found to be within specification. Upstream occlusion and downstream occlusion tests were performed per the spectrum preventive maintenance procedure with the unit passing. The device also passed additional upstream occlusion testing.

Event description:
It was reported that a pump would not detect an upstream occlusion. The device was returned to the biomedical department from the emergency room care area. Medication, programmed amount and delivery rate are unknown. No patient injury was reported. The customer stated that the device was tested at 100 ml/hr for 15 minutes and the pump did not alarm when the IV line was occluded. An additional test was performed at 100 ml/hr for 30 minutes with the IV line occluded by the slide clamp and the pump did not alarm for an upstream occlusion.